Event description:
It was reported that the piston did not slow down when it hit the bottom of the reservoir. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump primed properly during testing. No alarm was noted for a compromised force sensor system. No unexpected noise anomaly was noted. The insulin pump had a cracked belt clip slot, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.